Event description:
I used fixodent from 2005 until 2008. While using, I experienced numbness and tingling in my extremities all down my arm also. I also tried poligrip. It was no better for the problems are still here. I've been to the doctor several times. I'm on med's now for pain. Dose or amount: denture cream, frequency: once daily, route: oral. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped: no.